Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022, the hardware was removed in a revision surgery on (B)(6) 2023 due to a nonunion. The site was revised with non-tmc hardware. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2022, the hardware was removed in a revision surgery on (B)(6) 2023 due to a nonunion. According to the surgeon, the nonunion is a result of patient noncompliance as the patient did not follow post-op instructions. The site was revised with non-tmc hardware. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no nonconformances or issues during the manufacture or release of the devices were identified that could have contributed to what was reported. Based on information provided, the most likely cause of the reported event is the patient's post-op activity/noncompliance. The company will supplement this MDR as necessary and appropriate.